Event description:
It was reported that the device does not power. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed no damage. Functional inspection was performed and showed the power supply blows pem fuses. The root cause of power failure is a defective power supply. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.